Event description:
It was reported that the wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 20242024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a missing sensor wire which occurred 10 days after the sensor had been inserted in the arm. The patient removed the sensor and was experiencing discomfort in the upper arm. The patient went to the hospital and an ultrasound examination was performed. Upon examination, the residual of the wire in the body was confirmed, and the skin was incised to remove the wire. The patient was treated with aceclofenac (anti-inflammatory), pantolok (pantoprazole; proton pump inhibitor), eperisone hydrochloride (muscle relaxant), cefaclor (antibiotic cephalosporin). At the time of the report the patient was still recovering from the surgery. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that the wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On 12/25/2024, it was reported that the patient experienced a missing sensor wire which occurred 10 days after the sensor had been inserted in the arm. The patient removed the sensor and was experiencing discomfort in the upper arm. The patient went to the hospital and an ultrasound examination was performed. Upon examination, the residual of the wire in the body was confirmed, and the skin was incised to remove the wire. The patient was treated with aceclofenac (anti-inflammatory), pantolok (pantoprazole; proton pump inhibitor), eperisone hydrochloride (muscle relaxant), cefaclor (antibiotic cephalosporin). The patient did not require hospitalization and was able to return home on the same day after the wire removal surgery. The surgical site was sutured, and the patient reported intermittent sharp pain; however, there are no additional signs of inflammation. The stitches were removed on january 8th, and the patient was recovering at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.